Manufacturer narrative:
The system was examined and the reported event was replicated. The vacuum manifold was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 22, 2000. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to vacuum manifold. However, how or when the component became nonconforming could not be determined conclusively (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vacuum did not rise on a system during a procedure. The surgery was completed with the same system. There was no patient harm.